Event description:
It was reported to manufacturer that the user was being transported in a lift/tie down equipped van. Upon turning a corner, the seating collapsed to the left and the user hit her head on the interior of the van. User suffered minor injuries that did not require extensive medical attention. User recently gained a significant amount of weight, which put her over the weight limit for the chair. It appears that the seat post fractured due to forces exceeding the yield strength of the upper tube. Manufacturer believes that the post breakage was due to combination of excessive client weight and forces exerted upon the chair during transportation.